Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was triggered for atrial intrinsic amplitude out of range of less than 0.5mv. An undersensed atrial signal was noted on the presenting electrogram. Sensitivity currently programmed to automatic gain control (agc) 0.8mv. Review of sensing parameters could be considered at the next in office evaluation. The device remains in service and no adverse patient effects were reported.